Manufacturer narrative:
(B)(6). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample tested repeat reactive on the quantum ii analyzer with the (B)(6) (rdna) assay (eia) in the 0.3 absorbance unit range and is non-confirming with additional testing. The customer states that they have very few positive (B)(6) samples and those that are generate results greater than 2 absorbance units. Controls have been within specifications. The cta referred the customer to the assay package insert where it states that reactive samples at or slightly above the cut-off are more frequently due to non-specific binding. At the cta's suggestion, the customer performed linearity, repeatability and drift checks on the instrument and all passed. There is no impact to patient management reported.